Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the tandem-provided usb cable. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. A replacement usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after using an alternate usb cable; however, no additional information could be obtained.